Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the pt experienced hemianopia and confusion. CT scan of the head confirmed ischemia of the right occipital lobe and the event was diagnosed as a stroke. Four days post-procedure, the confusion resolved. Five days post-procedure, the pt was discharged to a nursing facility. Although requested, there was no additional info provided.

Manufacturer narrative:
There was no rx acculink malfunction reported. Stroke is a known potential adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.